Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.

Event description:
Complainant alleged that after defibrillating a patient with pads, the device no longer displayed an ECG signal. Complainant indicated that the patient subsequently expired.